Event description:
It was reported that a homechoice device smelled like burning wires. This occurred during use while the patient was connected. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the homechoice device was completed. No abnormalities were identified during internal/external inspections. The device powered up with no issues noted. Voltage checks on all power supply voltages were within specification limitations. Focused inspections of the power entry module, the power cord, the heater pan, and the digital board were performed with no issues noted. The device passed both rite (returned instrument test evaluation) electrical and functional tests. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The reported burning smell was unable to be verified or duplicated during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.